Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The intensive care unit (ICU) registered nurse (rn) reported that during therapy, the intra-aortic balloon pump (iabp) stopped working with no alarm generating. The data fault logs did not have any record of alarms having been generated. The rn also reported that the iabp was not doing an auto fill as a reason for stopping. The rn also reported that they lost the electrocardiogram (ECG) signal and the iabp did not convert to pressure trigger in auto mode. There was no death or serious injury reported as a result of this event.

Manufacturer narrative:
(B)(4) 2017 10:55 am (gmt-4:00) added by (B)(6):a field service engineer (fse) evaluated the iabp and reported that the iabp stopped pumping with no alarm generated. The fse reported that the alarm history did not have any record of any alarm. The registered nurse also reported that the iabp was not doing an auto-fill as a result of the iabp having stopped pumping. The iabp lost the ECG signal and did not convert to pressure trigger in auto. The fse was unable to verify the issue, but performed complete function test, and the iabp passed all the functional test. The fse left the iabp on the trainer for testing, and found no errors or alarms. The iabp was returned to customer for clinical use. There were no parts returned related to this reported complaint.

Event description:
The intensive care unit (ICU) registered nurse (rn) reported that during therapy, the intra-aortic balloon pump (iabp) stopped working with no alarm generating. The data fault logs did not have any record of alarms having been generated. The rn also reported that the iabp was not doing an auto fill as a reason for stopping. The rn also reported that they lost the electrocardiogram (ECG) signal and the iabp did not convert to pressure trigger in auto mode. There was no death or serious injury reported as a result of this event.